Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angles h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -9.0/1.5/072 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens was replaced with a shorter length lens due to significant reduction of irido-corneal angles and excessive vault on (B)(6) 2024. This resolved the problem. Cause of the event is reported as unknown.